Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient sought medical attention while wearing a pod that had been worn on the skin for between 36 to 48 hours. The patient was unaware of the pod deactivation and believed insulin delivery was ongoing. Symptoms prompting care included foggy-headedness, dizziness, nausea, headache, and confusion. Upon evaluation, the patient was found to have a reported glucose level of approximately 1200 mg/dl and was diagnosed with diabetic ketoacidosis (dka), elevated cardiac enzymes, sepsis, and hypotension. The patient required admission to the intensive care unit for approximately four days and remained hospitalized for a total of seven days, from (B)(6) 2026. And received treatment including an insulin drip, blood pressure medications, and several antibiotics. Mild, usual redness and a small lump at the pod site were reported. The pod was discarded at the hospital and therefore could not be returned for analysis. The patient was advised to notify the treating physician, and a review with the insulet call agent confirmed the pod shut off alarm setting status and it was turned off.